Manufacturer narrative:
Date of event: date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the cervical system ipg was not placed into surgery mode prior to the procedure. As a result, patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg explanted and replaced, which addressed the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.